Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when using the n'vision clinician programmer, they can only see the status and longevity from the battery information but not the exact battery voltage of ins. They would like to know what the battery voltage of ins was when reaching low and end of life (eol)? Also, they stated that ins was still on even reaching eol and the longevity ( in mos) was still showing > 120. The patient has been implanted for many years. From last programming session, rep checked patient device by using the n'vision clinician programmer and found that the ins was eol already but the stimulation is still on. The ins¿s setting were 2- 3+ 3.3v 330us 16hz (cycling : 0.1s on 5s off ). Rep spotted that in the n'vision clinician programmer, it was usually 2.6v for the therapy measurement and wanted to know where it was coming from. They wanted to calculate the exact current delivered for this case. By ohm's law, the current should be 3.3v / 511ohm = 6.5ma. Also, rep observed that the active contacts are 2-3+, and the contacts apart from the active ones, are showing abnormal impedance during the test. The impedance is over 4000 ohm for most of the bipolar pairs, but for the active pairs (2- 3+). Patient is awaiting response from hospital for replacement. Additional information was received on 2026-apr-01. The cause was determined. They stated that the eol state will impact the impedance result and give a inaccurate impedance measurement. They were still awaiting a response from hospital on replacement surgery.